Manufacturer narrative:
(B)(4). A physio-control clinical specialist evaluated the downloaded electronic patient record from the event and observed that all shock advisory system analyses were correct. The shocks that were advised by the device were appropriate for a patient in a ventricular fibrillation ECG rhythm. The first four shocks that were advised following the automated ECG analyses were appropriately delivered to the patient. However, after the last two shock advised determinations, the shocks were not delivered to the patient. The first shock that failed to be delivered to the patient was due to a failure of the device operator to press the device shock button within 15 seconds of the device alerting the user to ¿push shock button¿. The failure to push the shock button resulted in a delay of therapy greater than two minutes. The second shock that failed to be delivered to the patient was due to the device user switching the device to the manual mode after the device alerted the user to ¿push shock button¿. This caused the defibrillator to disarm the shock and no shock was delivered to the patient. The device functioned as designed. A physio-control service representative evaluated the device. Proper device operation was observed through functional and performance testing and the device will be returned to the customer for use. There was no device malfunction. The shocks that were advised following the automated ECG analyses were correct and in accordance with the design of the device. It was explained to the customer that the failure to deliver the last two shocks was indicative of a possible use error. The customer was asked if they would like to receive any additional training on the use of the device in follow-up to the reported event. The customer indicated they would check into this and let us know.

Event description:
It was reported to physio-control that the customer's device was in use on an (B)(6) year old female patient in full cardiac arrest. It was reported that after about 20 minutes of use, the device was advising shocks inappropriately. The patient had expired.